Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 300p device was reviewed and this confirmed that the pad pak was first installed successfully on 7th june 2010. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between the 20th december 2016 and 26th dec 2016. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to membrane failure, the pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in "usage of device" of this report.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient involved in this event. Device observed switching on automatically.